Event description:
It was reported by the affiliate via fax that during a tunica vaginalis testis procedure while pulling the tape through the suprapubic incision on first side the needle pulled through and the tape was not connected to the needle. The needle was quite difficult to pull through. The tape was then removed via the vaginal incision. A second tape was opened and was inserted without incident.